Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was lead exploration surgery on (B)(6) 2024. The cause of the high impedance as determined - the brain lead showed high impedances from the twist lock cable analysis as per the per. The issue has not been resolved. A revision was scheduled for (B)(6) 2024.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable.section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 338740 (lot: b0730664k); product type: 0200-lead; implant date (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead showed high impedances and the patient therapy was inadequate. The device is now off. Lead testing was done on the 8th of august. No intervention following confirmation that the brain lead was the issue. Patient will be scheduled for a lead revision. It is unknown if there are any patient/ external/ environmental factors contributing to this event. The issue has not been resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 338740 lot# b0730664k implanted: (B)(6) 2007 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-15 e2 (for, rep): additional information was received: it was reported that the revision surgery occurred as planned on (B)(6) 2024. There were no new observations made during the revision relating to the lead and high impedance. The lead and extension were both explanted. The high impedances resolved with the new lead implant.

Manufacturer narrative:
Continuation of d10: product ID 338740. Lot# b0730664k. Implanted: (B)(6) 2007. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the lead was discarded.